Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.0/088 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.